Event description:
This report is filed because the first deployed clip (cds 41028u1/(B)(4)) detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet, and resulted in surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3 and challenging anatomy. One clip (41028u1/(B)(4)) was implanted and the mr was reduced to 1-2. A second clip delivery system (cds) was advanced to the mitral valve leaflets in an attempt to reduce the mr grade to trace. After successful placement of the second clip, it was observed that the mean pressure gradient increased from 2mmhg to 7mmhg; therefore, the second clip was not implanted and the cds was removed. The mean pressure gradient returned to 2mmhg. After removing the second cds, it was observed that the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was observed that the posterior leaflet was torn and the mr grade returned to 3. The patient was confirmed to be clinically stable post-procedure and was sent to mitral valve surgery on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). Mitraclip system, steerable guide catheter, clip delivery system (cds 41003u2/(B)(4)). The mitraclip is reportedly not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the lot history record revealed no non-conformances for the lot. Additionally, a review of the complaint handling database indicated there had been no similar single leaflet device attachment (slda) incidents reported for this lot. Potential causes for slda leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case there was evidence of a p3 prolapse of the mitral valve. Based on the information reviewed, the reported slda appears to be related to procedural conditions and not a product quality deficiency. The patient effects of worsening mitral regurgitation and tissue damage (mitral valve injury) are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.